Manufacturer narrative:
Item 2000-9082 (torque indicating wrench) from lot 0a40387-5 was subjected to visual inspection by quality engineering and the reported damage to the device was confirmed. On the returned part, the tip is sheared off and the partial threads remaining on the tip are twisted in a manner consistent with the application of excessive force. A functional test of the device's ability to mate with the polaris 5.5 plug (p/ns 2000-1005 and 2000-1008) could not be completed in its current condition. Excessive damage to the tip prevents mating it with the plug. A torque load evaluation was performed to ensure the wrench was achieving proper peak torque per the indicated markings and was within specification. The returned instrument is confirmed to be within specification and indicated torque load failure is not a root cause of the instrument failure. The device history record was reviewed; there was one reported nonconformance in this product lot resulting in two (2) received instruments being returned to vendor for failure to meet specification for indicated peak torque. The instrument returned as part of this investigation (serial #5 from lot 0a40387) was accepted as conforming during incoming inspection. The reported non-conformance is not a root cause of the reported instrument failure. The incoming inspection dimensional records include verification of markings, physical dimensions, hardness, torque indicator alignment, and torque handle function. The most likely root cause for the damaged tip on the torque indicating wrench is a loss of mechanical integrity leading to instrument fracture and deformation. Because this wrench is functionally designed as torque indicating, as opposed to torque limiting, it is possible that excessive torque was placed on the instrument as a result of end-user misuse.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The device history records were reviewed an no anomalies or non-conformances that would cause or contribute to this event were identified. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the end of the instrument fractured during surgery and was unable to be used. The event caused a delay of approximately one hour while another instrument was located. No adverse effects to the patient have been reported as a result of the surgical delay.